Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The customer treated with a manual injection. The customer stated she has gastroparesis which causes her blood glucose levels to fluctuate. The customer stated she received a failed battery test three times from her insulin pump. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).